Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they removed the incision bandages yesterday and since then the stimulation intensity got increased by itself. Patient stated they were feeling fine until the dressing was removed but something interfered with the device and the stimulation went up to a very high number and they never touched anything. Patient mentioned they were on program 2 at 0.3 and when they turned it on it was at an outrageous level, as it went from 0.3 to 1.1 and it was too strong, they were ableto decrease back to a comfortable level. Agent asked the patient if they noticed any change in their symptoms and the patient stated that they were having to urinate before they removed the bandages and everything was fine. Patient then stated that 1 or 2 hours after they remove the dressing they urinate frequently and they were urinating 5-6-7 times and very little. Patient confirmed that their symptoms were still the same as before they were implanted. Patient mentioned they already decreased the stimulation to a comfortable level again. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.